Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump powered on when plugged into a power source. Blood glucose level was 172mg/dl. Subsequently, the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Reportedly the customer had manual injections as alternate insulin therapy.